Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: promus premier ous, mr 3.0x16mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found struts towards the proximal stent end were crushed and the stent appeared slightly bent at this point. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement & withdrawal attempts. The undamaged stent od (outer diameter) was measured which is within the maximum crimped stent specification, indicating that there were no issues with the crimp stent profile. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. A visual and tactile examination found a midshaft kink 25mm distal from the midshaft/hypo bond. This type of damage may have occurred due to excessive force applied to the device. The bi-component bond showed no signs of damage or strain. A visual and tactile examination of the device found multiple hypotube kinks along the full catheter length. The kinks may have occurred due to the application of excessive force. A visual and tactile examination found damage to the tip. The tip edge was pushed back in a proximal direction. The type of damage evident is consistent with resistance being encountered during advancement. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that shaft kinked occurred. The 80% stenosed, 15x3mm target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 16 x 3.00 promus premier¿ coronary drug-eluting stent was selected to treat the lesion but the delivery shaft was noted to be kinked. The procedure was completed with another with the same device. No patient complications were reported and patient's status was good. However, returned device analysis revealed stent damage.